Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons have been intermittently unresponsive for the past month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn and the rubber keypad was lifting and peeling below the ok button. Evaluation revealed that the ok, up, down and contrast buttons were intermittently unresponsive and required several presses to elicit a response. The up and contrast buttons required increased force to elicit a response. The ok button responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen.